Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was in a motor vehicle accident in early (B)(6) 2010. Ins was checked by hcp and everything was okay. Impedances were within normal. Pt had no problems with the system. She was reprogrammed for better coverage of the right foot (which was injured in the accident) with good results. Several weeks later, she noted burning at the pocket site which spread across the lower back and up, when the ins was turned on. No shocking, jolting or intermittency. System was checked in the hcp office on (B)(6) 2011. Again impedances were within normal. X-rays (fluoroscopy) showed no change in the system. Pt continued to experience the same symptoms. On (B)(6) 2011, impedances were rechecked and within normal range between 895 and 2195, most in 1074 to 1976 range and six pairs over 2000. Medtronic representative attempted group impedances but stopped immediately when the pt was shocked. Pt has seen neurosurgeon and is scheduled for ins and extension replacement on (B)(6) 2011. Repeat x-rays for neurosurgeon appointment showed no break in the system. Additional info has been requested and if received a follow up report will be sent.